Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 12 mg/dl at the time of the incident. The customer stated that she passed out due to the low blood glucose. The customer stated that she took too much insulin. The date of the hospitalization was (B)(6) 2015. The customer declined to troubleshoot. The insulin pump will be returned for analysis.